Event description:
It was reported that the controller had bent pins in the data port. During a clinic visit, the clinician was unable to connect the data cable to the controller. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed a bent pin in the serial port. The controller was still able to connect to the data cable; however, the connection was more difficult to make. Additionally, visual inspection revealed contamination within both power ports. An internal visual inspection revealed a crack on standoff post six (6) within the controller housing. The observed contamination and standoff crack are additional findings unrelated to the reported event. The most likely root cause of the observed contamination within the controller ports can be attributed to handling of the device. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 12:01:38, indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. As a result, the reported events were confirmed. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within serial port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the data cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Based on the available information, the most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller during the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.